Event description:
It was reported that post procedure, an edge restenosis and an aneurysm occurred. The liberte stent was implanted in the left anterior descending artery approx a year ago. An edge restenosis was found, and a taxus drug eluting stent was implanted (date unk). During this procedure, proximal restenosis was found in the liberte stent, and a second taxus drug eluting stent was implanted. The first taxus stent "looked fine". Approx 6 days later a large myocardial aneurysm "covering 10mm of the distal edge of the liberte stent" was found and the pt was taken to surgery. Additional information regarding this event has been requested.

Manufacturer narrative:
As the stent remains implanted and the delivery device has been confirmed as disposed, no product analysis can be completed and no root cause determination can be made.